Manufacturer narrative:
This report was incorrectly submitted as a product problem as a harm was alleged in the complaint record and thus the adverse event/product problem to both. Corrected data: adverse event/product problem; outcomes attributed to ae.

Event description:
It was reported to philips that during a procedure, the tube hose of the flexvision monitor fell on a medical imaging technologist¿s head. The injury that the technologist sustained was reported to be echymosis on top of the head, tenderness and a headache for 36 hours. A brain scan was performed and according to the information received to date, the technologist is in good condition. Philips is in the process of obtaining additional information to evaluate the full sequence of events. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The additional information obtained confirmed that the nurse was in good health and did not require further medical treatment, therefore this injury has been determined to be minor. A philips remote service engineer (rse) connected remotely with the hospital biomed who was able to confirm that they had reattached the monitor cable carrier (mcc) temporarily. A philips field service engineer (fse) then inspected the system on site and elected to replace the mcc. The investigation identified that four of the retaining bolts suspending the mcc had come loose simultaneously causing the cable hose to drop. The cause for the loosening of the bolts could not be conclusively confirmed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the injury to the technician did not meet the criteria for a serious injury. The cable hose dropping is not likely to cause or contribute to death or serious injury if it were to recur due to the lightweight construction of the hose. Based on re-evaluation, this case is not reportable. Codes have been updated per investigation outcome.